Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs069. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the pump powered on with functioning auditory tone and vibration; however, the display screen remained blank. A failed display flex was confirmed. The pump case was removed, the blank display was removed and a test display was inserted. The pump was rebooted and the test display was fully illuminated and operational. The pump displayed a (B)(4) on start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. An additional failure unrelated to the original complaint was a battery compartment crack below the bumper pad.